Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ht70 ventilator was auto-cycling. There was no patient involvement at the time of the reported condition. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the solenoid valve. The se performed calibrations and operational verification tests. The unit passed all testing and operated within the manufacturing specifications.